Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material #: 309646 batch#: 4190243 it was reported that the bd syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Finding rubber shavings in the 5ml syringes additional information provided: any adverse event or serious injury reported to patient or healthcare professional? No, these were caught before used on patient ¿ are you able to provide the address of the facility for us to ship the return label? (B)(6). ¿ any picture of this complaint? See below ¿ did the event directly, or indirectly involve a patient or user? No, it was caught before it was used on a patient ¿ did the event involve an urgent/life threatening medical situation? No.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.